Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume infusor over infused. The device was filled with the correct amount of 5fu, but the diluent (d5w) was under filled. The device was connected to the patient. The infusor delivered the infusion over a 24 hour period instead of the expected 46 hour period. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.